Manufacturer narrative:
The unit was received with a broken end cap. Analysis was unable to verify the compromised force sensor system alarm due to a broken end cap. The drive support disk was inspected and no anomaly was found. The unit had minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report that the drive support cap was sticking out and that insulin was "squirting" out. The blood glucose reading was 150 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.